Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported by the patient's daughter they had to call an ambulance due to hallucinating and covid. At that time the dexcom receiver was giving reading but she doesn't remember the egv. They did not check it via bg fs either but as per child, she knows that the reading was inaccurate. When the ambulance came the cgm and bg fs was checked but she doesn't remember either what were the results and what medication given by the ambulance. When patient was at the emergency room (ER), egv cgm and bg were checked but she can't provide readings as well, she only remember that it was more than 20 mg/dl off. The patient was provided oxygen due to his covid and IV fluids (can't remember exact medication) at that time, she was advised that her dad is in dka and her dad went into a coma. She can't remember date when patient gained consciousness but what she remembered is, he had had to stay at the hospital because of therapy and was only discharged on (B)(6) 2025. The patient is doing better now. They couldn't remember the medication given to the patient at the hospital. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. It was reported that the cgm and bg meter readings taken at the ER was more than 20 points off. No additional patient or event information is available.